Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, a r3 offset impactor tip broke off. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that the tip of the r3 offset impactor broke off. However, after the device was received, it was determined that the issue does not meet the criteria to be reportable, since a visual inspection of the returned device did not reveal any breakage. The visual did reveal discoloration scratches, burrs and gouges in the device. A functional evaluation reveals the locking mechanism is seized in place and will not unlock. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. H3, h6: the associated device was returned and evaluated. The visual inspection did not reveal any breakage. The visual inspection did reveal discoloration, scratches, burrs and gouges on the device. The device shows signs of significant wear and use. This inspection was conducted by naked eye. A functional evaluation performed on the device revealed that the locking mechanism is seized in place and will not unlock. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that a similar event was previously identified, and prior actions were performed. It has been concluded that a potential breakage could occur if used after the expected lifetime or excessive force is applied as this device is a reusable instrument and it is expected to wear over time. Also, the failure rate of this issue is within expected and documented in the risk file. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for additional corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d8/d9, e2 corrected data: h6 (medical device problem code).